Event description:
Customer alleged questionable bolus advice; re-tested again 1.5 hours later and stated calculation is correct. Customer believed the meter calculated incorrect bolus advice when it recommended a bolus of 0 units with no active insulin and a blood sugar reading of 210 mg/dl. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.